Event description:
Customer reported an issue with incorrect time settings on the device, leading to a discrepancy greater than five minutes between displayed and actual time. There was no adverse impact to the customer¿s blood glucose level, as levels remained within the normal range. Technical support assisted the customer in updating the pump time and advised monitoring for any future discrepancies, which the customer acknowledged and understood.